Event description:
It was reported that this left ventricular (lv) lead is exhibiting variable pace impedance measurements and the presenting electrogram exhibited potential lv loss of capture. It was noted that the l v lead vector programming was changed recently and has exhibited high pacing threshold measurements as well. The lv lead is not a boston scientific product. Boston scientific technical services (ts) discussed with the healthcare provider that the lv lead has been in service since 2005 and it appears there may be an issue with the unipolar lead conductor. Ts indicated there were not a lot of programming options available since it is a unipolar lead, and the lv lead may need to be revised. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).